Event description:
A report was received that the patient underwent an explant procedure due to a suspected infection. Symptoms were swelling and redness at the pocket site. The physician believed the infection was procedure related. The patient was given antibiotics and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.